Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during a sigmoidectomy procedure, the device could not remove the device after firing. It was stapled. Another device was used to complete the case. No patient consequence.